Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed, and was found to have blade damage, with indentations on both blade edges. These indentations resulted in cut test failure. Corrosion was also observed on the cutting edge, which likely contributed to the blade damage and cutting failure. The monopolar curved scissors (mcs) tip cover accessory was analyzed and was found to have tearing at the distal end near the mouth. The torn piece was not returned. No evidence of thermal damage was observed at the end of the tears. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The probable root cause of the mechanical indentations and/or burrs on the instrument blades is attributed to use-related damage. This may occur when attempting to cut incompatible materials, such as hard objects like bone or cartilage, or due to mishandling or misuse of the instrument. The probable root cause of a damaged tip cover and detached fragment is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was found to be dull. The procedure was completed with no reported patient injury.